Event description:
The cartridge on the purge line is plastic and on the impella cp this cartridge does not have any "protection". The purge bypass line broke at the cartridge rendering the impella inoperable. There is a purge bypass; however, company does not make customers aware of this until specifically asked about it.